Event description:
The complaint/event involved a plum 360¿ infuser that shut down during patient care and the patient subsequently expired after a second code was called. The incident occurred at approximately 1230 and the updated timeline was around 1333 with last alarm. The drug library in use at the time was with version 6.32. The customer pulled the event logs and it appeared as though the pump had alarmed low battery. No additional information is available at this time.

Manufacturer narrative:
Although the device was requested multiple times to be returned for evaluation, it has not been received at this time.

Manufacturer narrative:
Engineering confirms that the device powered off during infusion by 10:10 approximately. 12:30 because of a depleted battery. The probable cause of the depleted battery is the customer not letting the battery get fully charged by plugging into the ac main and frequently switching the power to the battery when at level 0, leading to multiple abrupt shutdowns. Also, after the battery was replaced, the pump was not allowed to go through a full 12-hour charge cycle before any clinical use. But since the battery drained from level 4 to level 0 in less than 4 hours, it indicates a bad battery condition. Engineering recommends that the service center perform preventive maintenance tests. Conclusion: in conclusion, the device was not returned to the service hub for analysis and evaluation, and no visual inspection and functional testing could be performed to determine if the device had a role in the adverse event. D9 - device available for evaluation: no. Correction: b1: adverse event, medical device problem code: a24.